Event description:
An everflo dom non- opi 120v us/can was returned to the manufacturer's service center for service. The patient alleges the cooling fan seized up, the compressor overheated, the bearings were very loud, and the sieve bed was leaking. There was no harm or injury reported. During the evaluation of the device at the manufacturer, sieves canisters returned from fasc/service; faults identified during the installation process; returned for credit/replacement. The materials were scrapped/recycled/relaced. The failure reported in the complaint has been evaluated in the pqa-2103087. No further investigation of this failure is required at this time.

Manufacturer narrative:
The manufacturer previously reported on an everflo dom non- opi 120v us/can that was returned to the manufacturer's service center for service. The patient alleges the cooling fan seized up, the compressor overheated, the bearings were very loud, and the sieve bed was leaking. There was no harm or injury reported. During the device's evaluation at the manufacturer, sieves and canisters were returned from fasc/service; faults were identified during the installation process, and they were returned for credit or replacement. The materials were scrapped, recycled, or relaced. UDI related data quality update. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.